Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty during cartridge filling, noting the red plunger piece dislodged when filling the cartridge while holding it in the air, and also observed fluid leakage from the bottom of a new cartridge that was subsequently determined to be due to overfilling. No adverse clinical symptoms reported during the event. Outcomes included no interruption requiring medical care and no alerts or alarms. Investigation included troubleshooting and user education on proper filling technique, including placing the cartridge on a flat surface during fill and avoiding overfill. Investigation of this case revealed user handling and technique contributed to plunger displacement and bottom leakage, with no device malfunction identified for the cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was user technique.